Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oit) was informed via repair request that the customer visera 4k ultra high-definition camera control unit has a no image defect, during a left emicolectomy ¿the image disappeared for a few seconds¿. The abnormality occurred 30-50 minutes after the start of surgery. The integrity of the equipment and functionality was checked before procedure. Anesthesia was prolonged on the patient for 30 minutes, and the surgery was completed with another device. There was no death or injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections d8, d9, h4, h6, and h10 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated. No defects were found during the inspection. Dust accumulated inside device. All functions work correctly and the measured values meet the inspection limits. The device was restored to the default settings. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the disappearing image could not be determined. Olympus will continue to monitor field performance for this device.